Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. It has been mentioned that during the preparation it was noted that the valve was not tight. While aspirating water from the water pool during preparation, air was drawn into the aspiration syringe and air was pulled into the sheath valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned as disposed in the facility.